Event description:
It was reported that during an anterior resection the reload didn¿t fire well. Only anterior rectum was cut, and posterior part wasn¿t cut and staple. The staple pins were found to be present in pelvic area. The surgery was delayed by 20-minutes. The procedure was completed successfully. There was a patient consequence, but that consequence was not reported.

Manufacturer narrative:
(B)(4). Batch # unknown attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Regarding "patient status/ outcome / consequences: yes, could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 05/08/2023. D4: batch # u5am9c. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one cr40g reload was received void of staples and the drivers were noted to be partially advance. In addition, the washer and anvil were detached. The washer and pin no were returned; making the reload non-functional. No functional test was performed due to the condition of the reload. The condition of the reload is consistent with the device being partially activated. As a result of the partial firing, the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. The event reported was confirmed and it is related to improper use of the device. It should be noted that to reload the device insert the new reload into the metal housing and snap it into position. The tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated. Remove the staple retainer. Check that the reload is held firmly within the jaws. If the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number u5am9c, and no non-conformances related to the reported complaint condition were identified.